Event description:
Left ruptured bilateral marked bleed incipient rupture. A 34 yr old wg0 female status post bilateral subglandular inframammary dow corning gels (right 250 left 180) for augmentation. 12/6/84 no history of trauma but complaining of left discomfort for yrs. No problems with texture positive systemic including arthralgias/myalgias, fatigue, headaches, neurocognitive problems, sob, gi/gu problems etc..history of biopsy left axillary lump 8 yrs ago ("displaced tissue"). Family history positive moderate amount with premenopause otherwise healthy. Nonsmoker. Mammogram 5/92 possible right rupture (elongated) exam positive bilateral iii contracture no adenopathy. Surgery 6/2/94 positive right marked bleed moderate yellow/cloudy with left pinhole rupture, liquid gel minimal yellow/cloudy-moderate caps weight right 230 capsule 2g with moderate histio. Weight left 105 capsule with marked histio.